Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician rebuilt the hi/low drive brake and replaced the drive coupling to repair the bed.